Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and stent damage occurred. The stenosed target lesion being treated was near femoral access in the right illiac. Another stent had been implanted in the upper part of the illiac, close to the bifurcation. The physician intended to partially overlap the existing with an express' ld stent, to cover the lesion. Predilation was performed with a 5x6 ultra-thin' stent delivery system balloon dilatation catheter and the 6.0x60x135 cm express' ld stent was introduced and advanced to the lesion. The balloon was inflated and prior to reaching its nominal pressure, the balloon ruptured leaving a portion of the stent extended and the distal part "crumpled up.". The proximal part of the broken balloon was cut to replace the short introducer sheath with a longer one in order to recover the balloon. The physician successfully extracted the balloon from inside the patient and expanded the stent with two ultra-thin' sds balloon dilatation catheter. No further patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned in two sections as a result of a break in the shaft approximately 52mm distal to the strain relief. Visual examination of the break site revealed that area had a pinched like appearance and was jagged like. The balloon was folded and wrapped around the shaft. There was no stent on the balloon. There was blood present inside the balloon. Due to the condition of the balloon it was not possible to see a clear impression of where the stent was originally crimped on to the balloon. The damage noted to the shaft of the device is consistent with the device being pulled on or possibly being cut in order to remove the device from the patient. Due to the break in the shaft it was not possible to inflate the balloon to check for any leaks or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and stent damage occurred. The stenosed target lesion being treated was near femoral access in the right iliac. Another stent had been implanted in the upper part of the iliac, close to the bifurcation. The physician intended to partially overlap the existing with an express ld stent, to cover the lesion. Predilation was performed with a 5x6 ultra-thin stent delivery system balloon dilatation catheter and the 6.0x60x135 cm express ld stent was introduced and advanced to the lesion. The balloon was inflated and prior to reaching its nominal pressure, the balloon ruptured leaving a portion of the stent extended and the distal part "crumpled up.". The proximal part of the broken balloon was cut to replace the short introducer sheath with a longer one in order to recover the balloon. The physician successfully extracted the balloon from inside the patient and expanded the stent with two ultra-thin sds balloon dilatation catheter. No further patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.